Manufacturer narrative:
The biomed (B)(4) stated that they had a mx800 bedside and ECG/arrh had been turned off for ICU pod 2/ bed 1 on (B)(6) 2019. The biomed wanted to verify what ECG related alarms would show for this condition; whether there was a visual banner but just not an audible alarm. It was explained by the philips clinical support engineer that no alarms would be announced at the central station and the philips clinical support engineer explained that to turn the ECG/arrh alarms off, you must confirm the action. The biomed found clinical audit log data confirming that the ECG/arrh alarms had been turned off and back on by the users. As reported by the biomedical engineer, there were no issues with the mx800 bedside monitor or the piic ix.central station. There is no data to support a philips device malfunction although the central station device may have been a factor in the incident.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested not "avialble" at time of report.

Event description:
The customer reported a serious injury involving the piic ix surveillance center. The customer stated that the patient was on a mx800 bedside monitor and ECG/arrh was turned off.